Event description:
Additional information was received that no pre-balloon aortic valvuloplasty (bav) was performed. The patient's horizontal aorta con tributed to the dislodgment. The deployment starting point was at the bottom of the pigtail catheter and the valve dislodged ventricular.

Manufacturer narrative:
Updated b.5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted via the right femoral artery (rfa) through a 22 fr non-medtronic (gore dryseal) sheath over a non-medtronic (cook lund erquist) double curve guidewire. The valve was fully recaptured after the first deployment attempt due to appearing canted 4 mm on the non-coronary cusp (ncc) and 20+ mm on the left coronary cusp (lcc) at 80% deployment. A second deployment attempt to 80% was made. The valve appeared more coaxial but approximately 6 mm equally deep on both sides and was subsequently partially recaptured. On the third deployment attempt, the position appeared improved and was shallower than the previous attempt at 80%. However, deployment was not stopped at 80% due to the operator not feeling the rumble strip until the paddles started to release. The valve dislodged deeper into the left ventricular outflow tract (lvot) with the quick complete valve release. The final position was deeper than planned at 8 mm on the ncc and 14 mm on the lcc. No regurgitation was observed, and blood pressure was improved following the valve implant compared to the pre-implant measurement. It was reported that the site performs the computed tomography (CT) measurements and the patient¿s annulus perimeter was 85 mm. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6) ubd: 11-jan-2026, UDI#: (B)(4). Other medical products in use during the event include: product ID l-evolutfx-34; product type: 0195-heart valves; lot number: [0011995329] product ID 22 fr sheath gore; product type: insertion sheath; lot number: [unknown] product ID lunderquist guidewire; guidewire; cook; lot number: [unknown] select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.